Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a unable to retract needle is confirmed but the exact cause remains unknown. One 20 ga x 2.25 in accucath ace device was returned for investigation. Dried blood residue was present on the catheter, needle, and device housing. The guidewire and slider were in their retracted position. The catheter was present over the needle. The safety mechanism spring was in its compressed position. Microscopic observation of the needle bevel did not reveal any apparent damage or deformation. An attempt to advance the catheter from the needle revealed significant resistance. Additional force was required to remove the catheter. A bend in the needle shaft was noted and appeared to be the cause of the difficult catheter removal. The safety mechanism button was pressed, and the needle bend appeared to restrict the needle from retracting into the housing. Manipulation of the needle to overcome the bent region resulted in successful retraction of the needle and safety mechanism activation. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since the cause of the difficult catheter advancement and retraction of the needle appeared to be caused by the bend in the needle shaft, the complaint is confirmed; however, the location at which the needle damage occurred and the source of the damage remains unknown. A lot history review (lhr) of reep1006 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reep1006) have been reported from the same facility.

Event description:
It was reported that the button on the accucath device would not retract the needle.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep1006 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reep1006) have been reported from the same facility.

Event description:
It was reported that the button on the accucath device would not retract the needle.